Event description:
It was reported that while using bd vacutainer® serum blood collection tubes the caps came lose after recapping. The following information was provided by the initial reporter. Customer found that the hemogard caps were loose after recapping. This had caused leaking and affected quality of samples prior to analysis.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Enter address information: (B)(6).

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-10-18. H.6. Investigation summary: bd received 100 samples and 1 video for investigation. The video was reviewed and the indicated failure mode for stopper pop off was observed. Additionally, the customer samples along with 29 retention samples from bd inventory, were evaluated by functional testing, and upon completion the indicated failure mode for stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes the caps came lose after recapping. The following information was provided by the initial reporter. Customer found that the hemogard caps were loose after recapping. This had caused leaking and affected quality of samples prior to analysis.